Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device was explanted and replaced. This device is not expected to return. No additional adverse patient effects were reported.